Manufacturer narrative:
Report date 10/21/2015. (B)(4). Date received by manufacturer 10/23/2015. Device manufacture date is currently unknown as lot information is currently unknown. Investigation- a review of the complaint history, instructions for use (IFU), manufacturing instructions, quality control (qc) and a visual inspection of the returned device was conducted for the purpose of this investigation. The complaint device was examined upon return and found that the mac-loc hub was completely separated from the shaft. The flare was intact and was manufactured dimensionally correct. There were no creases or marks in the flare to indicate incorrect attachment. The mac-loc closure was in the locked position. The suture material had been pulled from the catheter shaft and the hub. The catheter was missing the distal end and curve. The separation occurred at 14cm distal to the radiopaque band. Approximately 2cm of the catheter shaft as well as the bonded area and distal curve were missing. Instructions are in place to verify that the product is uniformed in quality and conditions, clean, smooth, and free from foreign materials, lumps, tears, die marks, waviness or striations. Per quality control, personnel should 100% inspect the device in the following: "confirm surface of tubing is clean, smooth and free of excessive dents and foreign matter. Inspection method: visually examine, manually feel." / "confirm distal tip of catheter is free of nicks, splits and debris. Inspection method: visually examine, manually feel." / "if applicable, confirm bonded area is smooth and clean. Inspection method: visually examine, manually feel." The device is shipped with IFU which gives device description and intended use as well as precautions, warnings, contraindications and instructions for placement and use of the device. The IFU states that patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. After examination of the device we are unable to determine the root cause of the device failure. We have notified appropriate personnel and will continue to monitor for similar events

Event description:
The catheter ruptured. A female patient required a ptcd and a first drainage was placed on (B)(6) 2015. The placement went without problems. Three days later, the patient came back to the hospital because of problems (no drain). The checkup revealed that the tip and catheter end disconnected. The tip however, could not be visualized. The tip is either still in the patient or has been discharged via the gi tract. The remaining portion of the catheter was retrieved. Replacement drainage was placed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The catheter ruptured. As per cc form: " (female) patient: required a ptcd and a first drainage was placed on (B)(6) 2015; placement went without problems; 3 days later patient came again to hospital because of problems (no drain). Check-up revealed that tip and catheter end disconnected - tip however, could not be visualized. Remaining catheter was retrieved. Replacement drainage was placed. " after rupture of first catheter, the patient needed to come into radiology again three days later for placement of a second drainage and for diagnostic procedures to search for the disconnected part. Unfortunately, catheter tip could not be visualized. Either it is still in the patient or has been discharged via the gi tract. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence